Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced hyperglycemia as well as customer change the battery of insulin pump but there were no display. The customer blood glucose level was 501 mg/dl at the time of incident. Troubleshooting was refused. Customer stated that the display was not blank less than 30 seconds and did not return. They reported that insert battery alarm did not display on the insulin pump screen after removing the battery. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. Customer advised to insulin pump will need to be replaced and to discontinue use of the insulin pump and to revert to backup plan. The device will be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Blank display was not noted due to critical pump error alarm.